Event description:
A garbin evo, linde ventilator was returned to a third-party service center for maintenance required service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the garbin evo, linde device at third-party service center, an error indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log. It has been documented that the error is caused by contamination present in the blower and machine flow sensor. The device's flow sensor and blower assembly have been replaced to address the issue. Additionally, the device's in line filter prox is contaminated. Due to the 4-year preventive maintenance, the air inlet foam filter, particulate filter and muffler assembly were replaced. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.